Event description:
The ICD involved in this MDR was interrogated on (B)(6) 2010. Upon interrogation, implant software update procedure was suspended. Reset of the holter memories was recommended by the sorin engineer, solving the issue.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.